Event description:
Patient was revised due to loosening of the femoral and tibial components.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specs or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported device loosening. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation can be reopened.